Event description:
It was reported that the customer had note that said not working. A visual inspection showed that the right iui was corroded which was resolved with replacement of right iui. Testing revealed that the voltage readings on the upstream and downstream pressure sensors were not within an acceptable range, so replaced both as well. Ran the unit through all of its preventive maintenance testing and no further errors were found. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.